Event description:
Customer reported set leaked at connection when connected to syringe line. The event occurred in the pediatric unit. Leaking stopped when a smartsite adaptor was put in between the y and the syringe line. No pt harm was reported . No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and the customer's experience of set leaking at connection when connected to syringe line was confirmed. The female luer was noticed to be cracked. The root cause of this event was not identified. The lot number was not identified; however, device history records were reviewed for the possible lot numbers provided by the customer, and no quality issues were identified for the reported failure mode.